Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 36 mg/dl at the time of the incident. The customer stated her settings were off and that's how they ended at the hospital. The customer was at 112 mg/dl at the time of the call. The customer used glucose tablets and was given glucagon and intravenous glucose to treat. The customer experienced symptoms such as a coma. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer stated that whenever they enter a bolus for food, the pump suspends and they end up going high. The customer used manual injections to treat the highs. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.